Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump emitted multiple loss of prime warnings. It was reported that there was no power loss and the cartridge cap was tight. Customer support (cs) advised the patient to change the cartridge and call back if the problem persists. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: the black box history revealed loss of prime warnings due to low non-zero force. The pump passed the ez-prime steps and was exercised for 24 hours with no errors or alarms occurring. There was no intermittent condition observed to the force sensor circuit and the product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.